Event description:
It was reported that the camera head had exposed cable. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the metal sheath is exposed due to cut on the cable. The most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.